Event description:
The right ventricular (rv) lead exhibit inappropriate sensing and oversensing. It was noted that an episode had high-rate non-sustained episodes. It was also noted that after the bi-ventricular (bi-v) pacing the rv lead exhibited t-wave oversensing (twos) which was recognized by the ventricle sensed marker. It was noted that the rv lead also exhibited crosstalk. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).